Event description:
The facility reported a colleague infusion pump with failure code 199:117. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 199:117 was confirmed but not reproduced during product evaluation. The root cause was determined to be depleted main batteries. The pump's main batteries were replaced to correct this condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. This issue is being investigated through CAPA.